Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient needs a revision surgery as post operative diagnostic imaging confirmed that several active electrode channels are extra cochlear. A reinsertion of the active electrode lead will be conducted. If this were not possible contralateral implantation is intended.